Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (non functional therapy electrodes) has been confirmed. Upon investigation there was a broken pulse wire in the trunk cable. The root cause for the broken wire was unable to be identified. There was no adverse event that resulted from the damaged belt.